Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt -d) system underwent magnetic resonance imaging (MRI). The crt-d is MRI conditional, but this left ventricular (lv) lead was not. The crt-d system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).